Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and found no non-conformances. When the device was returned to mmdg for investigation, it was found that the pump strain beams could not be calibrated, which caused the upstream occlusion alarm to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump strain beams would not adjust during testing. When the pump was returned to mmdg the pump upstream occlusion did not function as expected. It failed to alarm. At the time of the complaint the initial reporter advised that no patient had been involved. The alarm failure occurred during testing at mmdg. (B)(4).